Event description:
Asr revision to take place on (B)(6) 2011. Asr hip resurfacing system (left). Reason(s) for revision: pain.

Manufacturer narrative:
No 510k# submitted as depuy orthopaedics sells a similar product (or the same product with a different product code) in the us. The correction/removal reporting number listed applies to the corresponding product code sold domestically. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.